Manufacturer narrative:
An event of heart block was reported. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the implant procedure or implant depth. However, this cannot be confirmed. The reported surgical intervention were result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-dilation with a non-abbott balloon was performed. During valve placement, the initial position was too deep (6-7mm) for the initial deployment attempt due to the patients anatomy. The patient went from sinus rhythm to complete heart block which required pacing support. Following that, device re-capture was performed and successfully implanted at an optimal depth of 3mm. Post-procedure, the patient remained to be in complete heart block requiring pacing support. On (B)(6) 2025, a permanent pacemaker was implanted which resulted in a prolonged hospital stay for two days. The physician believes that the patient or user experienced adverse health consequences due to the performance of the product. The patient was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.